Event description:
The customer reported an intermittent loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock controller circuit board was replaced. The system was then found to be operating as intended.